Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unable to be determined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 23:06:25. During night drain cycle one, the patient's ultrafiltration reading was 1768ml, indicating the home patient (hp) drained 1768ml more than their maximum programmed fill volume of 1900ml. No additional information is available.